Manufacturer narrative:
(B)(4). G2: event occurred in canada. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hemiepiphysiodesis procedure, the k-wire fractured during drilling, and the fractured piece was retained by the patient. Attempts have been made and no additional information is available.